Event description:
It was reported that the ventricular lead was programmed off on (B)(6) 2010 due to far-p oversensing and elevated pacing threshold. On (B)(6) 2010, the sense/pace portion of the lead was capped. A new lead was added with excellent sensing and pacing thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.